Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Additionally, the patient stated they received an urgent low alert with the receiver showing 45mg/dl. The patient treated herself by drinking apple juice, ate cracker and ate a spoonful of sugar. The patient checked performed a finger stick reading and it was showing 85mg/dl and ate sugar cubes. No symptoms or medical intervention was reported. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.